Event description:
Event description guidant received information that there were issues with the ventricular and atrial leads. During a pacemaker changeout, the doctor found an insulation tear on the ventricular lead model 430-07. During removal of the ventricular lead from the pacemaker the terminal pin came off. The atrial lead model 432-03 had some discoloration.